Event description:
When using micro-tech's reliant multistage dilatation balloon catheter 10-11-12 on patient for an ileal-stricture, we went up to 12mm and noticed leakage from the balloon. The balloon was quickly removed and still intact and no harm done to the patient. Patient has history of crohn's disease and needed dilation of a ileo-colonic stricture.